Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Evaluation findings of debris on the fiber face. One lighttrail reusable 270um laser fiber was returned for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 0.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with degradation. Visual analysis of the fiber face within the sub miniature-a (sma) connector under magnification revealed that there was debris covering the fiber face. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. After reading the fiber, the console showed that the fiber was used eight times. The condition of the returned device confirms the reported event. Damage was caused to the device without direct patient contact. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a lighttrail reusable 270um laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was auriga xl. According to the complainant, during the procedure and outside the patient, the laser fiber would not give power after being used 7 times. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there is debris covering the fiber face.